Event description:
It was reported that the pump of this artificial urinary sphincter (aus) could not be easily accessed and the patient could feel the reservoir. A revision surgery was performed and the components were repositioned. No patient complications were reported.